Manufacturer narrative:
Pump passed the displacement test but failed during prime/a33 test due to loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump had troubles on filling the tubing. The customer's blood glucose value was 156 mg/dl. Customer declined to troubleshooting. Customer advised to revert to a back-up plan. The insulin pump will be returned for analysis.